Event description:
It was reported that following implantation, a small portion of the preloaded monofocal intraocular lens (iol) detached from the central area, leaving a groove. Through follow-up, we learned that there were no problems with the patient. The surgeon believes that the origin of the problem probably comes from the preparation of the iol when it was inserted into the injector at the manufacturing site. The surgeon states "probably" because he is not sure; he informed us that during its advancement in the cartridge, the iol flowed smoothly without resistance and the plunger was positioned correctly with respect to the iol plate. The notch on the iol plate is close to the center of the optic; however, the operated eye is amblyopic, so the problem should not affect vision to the point of requiring removal. No additional information was received.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.